Event description:
Litigation alleges that based on the elevated levels of cobalt and chromium in patients body, patient will likely be required to undergo revision surgery. Updated: (B)(6) 2011 - service update received. Patients dob and surgeon name were added. Provided doi and dor. Reopened to add cup and head.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. Depuy still considers the investigation closed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.